Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was successfully revised due to dislodgement. The rv lead remains implanted in the patient. No adverse patient effects reported. The investigation is complete at this time.